Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event.model# of the onyx involved:105-7100-060 (2 ea)105-7100-080(B)(4)

Event description:
Treatment of an avm. On (B)(6), 2011 it was reported the patient was treated with 3 vials of onyx via 3 marathon catheters. At the end of procedure, the patient experienced subarachnoid hemorrhage and cerebral hemorrhage. According to the physician, vessel damages were occurred during catheter retrieval. On (B)(6), 2011 the patient experienced left hemiplegia from the embolization procedure. On (B)(6), the patient was transferred to rehabilitation due to this aftereffect. No other complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2011-00189.